Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gallbladder calculosis in video laparoscopy, while positioning the clip to the patient's cyst the device jammed and did not reopen, after several attempts it was possible to remove it from the cystic.the clip has been opened with another surgical instrument so that the surgeon can proceed with another clip at the clamping of the affected structure. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the tube revealed that the instrument was partially fired with fifteen clips remaining. Two malformed clips were jammed in jaws, causing the jaws to twist. Microscopic evaluation of the distal end of the instrument noted the collar under the clip channel cover was bent and damaged. The damage to the instrument precludes functional evaluation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.